Manufacturer narrative:
(B)(4).

Event description:
There was difficulty in crossing the pressurewire x into the lesion. The distal tip became kinked in a "z" shape, and some force was applied to remove the wire. Another pressurewire x was used for ffr measurement. The device was removed easily, but a dissection was noted in the proximal portion of the rca. A longer stent was placed to cover the dissected part of the artery. The patient was stable. Reference MFR report number 3008452825-2017-00035.

Manufacturer narrative:
Product evaluation: the results of the investigation concluded that the tip coil of the radiopaque tip and the shaft had been bent. The guidewire remained intact. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the guidewire damage is consistent with damage during use. The cause of the reported event remains unknown. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. The pressurewire instructions for use (IFU) states that whenever the guidewire is moved or torqued, the tip movement should be examined under fluoroscopy. Never push, withdraw, or torque the guidewire if it meets resistance or without observing corresponding movement of the tip, otherwise vessel/ventricle trauma may occur. The pressurewire instructions for use (IFU) states that torquing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may cause dissection.

Event description:
Reference MFR report number 3008452825-2017-00035.